Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, white particles inner device, a linear opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking."

Event description:
Healthcare professional reported a left side "leaking". Device remains implanted.